Manufacturer narrative:
Correction: this supplemental report is to update the initial medical device report (MDR) event description to include the date the right ventricular lead was capped and replaced. On (B)(6) 2017 the lead was capped. On (B)(6) 2017 the lead was replaced.

Event description:
It was reported that high impedance was observed on the high voltage lead. On (B)(6) 2017 the lead was capped. On (B)(6) 2017 the lead was replaced. There were no complications during procedure. The patient was discharged the following day. No further information was available.

Event description:
It was reported that high impedance was observed on the high voltage lead. The lead was capped and replaced. There were no complications during procedure. The patient was discharged the following day. No further information was available.